Manufacturer narrative:
Additional information was received indicating the issue was found during testing, there was no patient involvement (updated h6) device evaluation: one pump was returned for analysis in used condition. Visual inspection showed damage to the battery compartment. Review of the event history log showed an occurence of "system fault 45984." The investigation was unable to duplicate the reported issue during functional testing. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 45984. No adverse patient effects were reported.